Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site. Medtronic investigation of returned suspect device finds that the fault light was not illuminated at power up, but came on later during testing. The event log has recorded an extensive history of illuminator current moving in and out of range. Also, the psu failed an aak test at .45 mm. Electrical failure, system fault code, directly caused event.

Event description:
A medtronic representative reported a navigation system camera fault light that remained on. There was no patient present when this issue was identified.